Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional product codes: mni, mnh. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient returned to the operating room on (B)(6) 2016 for revision surgery due to posterior spinal fusion rod breakage. An l3-ilium posterior spinal fusion with synthes uss was performed on the patient in (B)(6) 2013. At an unknown point in time the left side rod broke caudal to the s1 screw. During the posterior lumbar spinal revision, the surgeon removed both rods. The left rod was broken just below the s1 screw. There were no issues with the right rod. Each of the screws were tested to be sure they were still tight in bone. He removed both the left and right l3 uss screws which were loose. He then replaced both l3 uss screws with larger 8.0mm diameter screws in the same length. He also removed the left s1 uss screw which was also loose. Since this screw was loose and synthes does not make a larger diameter screw, the surgeon cut strips from a fibula allograft and packed them in the pedicle screw hole. He then took and tapped the hole with the allograft strips and then placed a 8.0 x 50mm uss screw. He then contoured new rods and connected them from l3-ilium. The construct ran from l3-ilium with no screws at l5 as the patient had a corpectomy at this level previously. He successfully completed the procedure. There was no surgical delay; the patient's outcome following surgery was not provided. All known information has been provided. This complaint involves 4 devices. Concomitant devices reported: uss screws - (part # unknown, lot # unknown, quantity 5); ti rod (part # 498.105, lot # unknown, quantity 1); uss nuts ( part # 498.003, lot # unknown, quantity 8); uss collars (part # 498.010, lot # unknown, quantity 8). This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Correct dates from (B)(6) 2008 to (B)(6) 2013 to reflect the date that this revised hardware was implanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient height reported as 6 feet. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated description: it was reported that the patient has had a total of seven (7) procedures to address his spine anatomy issues. In (B)(6) 2006 surgery was performed at l5 disc space to cut off blood supply to the reported hemangioma. On (B)(6) 2008, an l5 posterior resection was performed, due to a hemangiomac, with an l4-s1 posterior fusion using the (uss) universal spine system implants. On (B)(6) 2008 patient was brought back to the operating room for a follow-up procedure, where the patient was implanted with an synex cage implant at the l5 spine disc space level to again address the disc space where the hemangioma was removed. On (B)(6) 2008, the surgeon performed an irrigation and debridement procedure due to patient infection. In (B)(6) 2011, the patient fell at work which caused him considerable back pain. On(B)(6) 2013, the surgeon removed all uss implants that were originally implanted on (B)(6) 2008, due to patient pain. During this procedure, the synex cage implant was left in place at the l5 disc space. On (B)(6) 2015, another revision surgery was performed due to a non-union, patient pain, and synex cage failure. This revision included an l5 corpectomy, l4-s1 anterior fusion. The patient was revised to a stryker v-lift cage and bone void filler at l5 disc level. In (B)(6) 2015, the patient had a tripping incident at home, where he caught himself before completely falling to the ground. After this incident, the patient heard clicking sounds during movement. On(B)(6) 2016, a third revision surgery was performed due to posterior spinal fusion rod breakage. Surgeon replaced and revised the patient to new rods and replacement of loose screws. Concomitant devices: ti low profile trans connector 56m/83mm (item number 497.799, lot number unknown, quantity 2 each).